Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported patient did not receive effective therapy from the scs system. As a result, surgical intervention was undertaken (trial procedure on (B)(6) 2018 ) wherein the physician implanted one more lead. Reportedly, patient has effective therapy. Another surgical intervention may be undertaken at a later date to implant a second lead.

Event description:
Additional information identified that no falls or trauma were reported. Surgical intervention was undertaken (B)(6) 2018 wherein a second ipg and another lead was implanted and placed at vertebral level t12 to cover the pain in left foot. Reportedly, patient is receiving effective stimulation after reprogramming.